Event description:
It was reported that a leak occurred between a supply line and a solution bag. This was noted during drain one of five of peritoneal dialysis. The patient stated that the connector between the line and bag did not twist well and they may have stripped the threads in the connector. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.